Event description:
Traumatic breakage of a ceramic head (biolox a). Pt with 120 kg fell down.

Manufacturer narrative:
The complaint sample has been already requested and is on the way to (B)(6). This event occurred outside the us and involves a prod that was mfg outside of the us. However, because the affected prod is also marketed in the us, (B)(6) is submitting this MDR to ensure full compliance with 21 cfr part 803.